Event description:
Reportedly, customer experienced a blood glucose level that was "high", specific value was not provided. Cause was not known. A correction injection of insulin was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.